Event description:
It was reported that the patient presented in clinic for routine follow up. During lead impedance measurement, the patient felt uneasy and started shaking; the pulse generator exhibited loss of output. The device was reprogrammed and the patient recovered instantly. The patient presented in clinic a week later for follow up. No new episodes were recorded. It was noted that the unipolar lead had been coded as bipolar when attached to the new device. The lead was reprogrammed to unipolar and the testing was completed successfully. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).